Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The returned sample was evaluated. Upon initial inspection of the sheath, the distal radiopaque tip appeared to be damaged. The result of the investigation was confirmed. The current root cause is unk and is currently under investigation.

Event description:
It was reported that upon opening the package, 1 of the markers on the sheath was found to be damaged. The sheath was not used on the pt.